Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 4.2, second test inr = 5.5, mean = 4.85; sd = 0.91; %cv = 19%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for prevision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 4.2, second test inr = 5.5.